Manufacturer narrative:
Product analysis #(B)(4): ¿ as found condition: the concerto pusher was returned within a shipping box, an opened concerto outer carton ((B)(6)), an opened concerto inner pouch ((B)(6)), and a dispenser coil. ¿ damage location details: the concerto pusher was found broken at ~141.0cm from the pusher proximal end. When compared to the product drawing, ~47.0cm of the distal end of the pusher was found separated and not returned. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in catheter¿ report was confirmed. Damage to the concerto pusher can occur if the device is advanced/retrieved against resistance. Possible causes of ¿coil r esistance/stuck in catheter¿ include using an incompatible catheter, catheter damage, lack of hydration before the procedure, not maintaining a continuous flush, or tortuous anatomy. However, the cause could not be determined due to insufficient information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil did not pass through the microcatheter in the procedure. A new medtronic device was used to complete the procedure. The concerto coil and any accessory devices were prepped as indicated in the instructions for use (IFU). Additional information was received that the catheter used was not a medtronic product.